Manufacturer narrative:
The device was repaired and returned to the customer after is passed functional tests.

Event description:
It was reported that power plug on the rover go hot and melted. No further information was available.